Event description:
While performing a turp procedure, the tip on the continuous flow inner sheath detached from the device and fell into the patient. The tip was retrieved from the patient with no patient harm. The procedure was completed with another like device with no further incidents.

Manufacturer narrative:
Visual inspection of the instrument finds that the ceramic tip is broken off flush with the distal tip of the steel tube. The remaining portion of the ceramic tip is securely glued inside the distal end of the sheath tube. The detached piece of the broken ceramic tip was not returned with the device. Also noted, are minor dents along the length of the steel tube and the release button is broken, with a small piece missing and not returned. A search of prior incidents for this type of instrument was performed with the same or similar verbiage in the problem description. The document search reveals several potential root causes as follows: a broken ceramic tip has typically been proven to be caused by customer misuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instructions for use manual that is shipped with the instrument. Dents found along the steel tube are often indications that excessive lateral force has occurred. A second potential cause can also be associated with customer misuse that occurs due to improper handling of the instrument. In such cases, dropping the instrument, hitting the tip against other instruments or against sterilization containers can damage the ceramic tip and result in chips or cracks that will lead the tip during that event. Due to the presence of the dents on the tube and the fractured state of the ceramic tip, the cause of this failure is determined to be due to mishandling.